Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number; the device history records and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection of functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).

Event description:
A surgeon reported bubbles during a retina eye surgery. The procedure was completed with the same product. There was no patient harm reported. Additional information and product sample were requested for this report, however, there were no updates received.